Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 60 indicating a bluetooth communications error, consistent with a failure to read an input signal associated with the circuit board; the user¿s blood glucose remained unaffected, and no care escalation occurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a bluetooth communication failure traced to a circuit board component. The device was placed on a charging pad and powered on. Upon booting, the notification menu displayed alert 60. The device was then opened, and all internal components were visually inspected and found to be intact. The complaint was confirmed and the issue was identified to be a faulty u2 chip that is located in the hoverboard. The refurbished department will replace the hoverboard due to a faulty chip.